Event description:
The customer started using the pump after the 3rd day of her newborn and was not able to get the pump working properly after trying for 2 days. She reported that the pump was causing her discomfort and pain during pumping and not much milk production. She went to an lc and it seems that she might have developed mastitis and was prescribed antibiotics. The lc recommended that she use a size 30 mm for now, and then go down to size 18 mm since that is what she measured at.

Manufacturer narrative:
The pump was not returned for evaluation. The patient was sent a standard (not wearable) breast pumping kit as well as different sized flange inserts to achieve a more comfortable and effective fit. This appears to have worked as no further feedback were received. Based on the facts in this incident, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis.